Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient revised for pain. Litigation papers received. Litigation alleges discomfort, grinding sensations, audible squeaking, and toxic cobalt and chromium debris to be released into the tissue. Ppf alleges elevated metal ions confirmed in medical records. The event description has been updated to indicate the allegations as reviewed. Doi: (B)(6) 2006; dor: (B)(6) 2010; (left hip).

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: update 7-july-2022. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: b5, d10, g2 and h6 (clinical and device codes) corrected: d6b, e1, e2, e3 and h6 (impact code). E3 initial reporter occupation: lawyer.

Event description:
Additional information received indicated that records alleges mental anguish, disfigurement, physical impairment, medical and pecuniary losses. Doi: (B)(6) 2006; dor: (B)(6), 2010 (left hip).